Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the flow rate issue was not replicated. The dso seal was replaced.

Event description:
It was reported that the device was tested for flow and the results were within reference values, but still close to upper limit. There was no patient involvement. Evaluation of the returned device found a torn downstream occlusion seal.